Manufacturer narrative:
Additional manufacturer narrative/corrected data. Concomitant medical products and therapy dates: on (B)(6) 2011: tgt4010/7594269,on (B)(6) 2011: tgt3410/8263116. The review of the manufacturing paperwork verified that this lot met all pre-release specifications(B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3415/8448392, tgt4010/7594269). The preoperative aneurysm diameter measured 62 mm. On (B)(6) 2011, follow-up images showed a type ii endoleak and a proximal type I endoleak. The cause of the type I endoleak or the origin of the type ii endoleak is unknown. The aneurysm diameter measured 62 mm. On (B)(6) 2011, a gore tag thoracic endoprosthesis (tgt3410/8263116) was implanted to repair the type I endoleak. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, follow-up images showed the persisting type I endoleak and the resolution of the type ii endoleak. The aneurysm diameter measured 59 mm. On (B)(6) 2012, the aneurysm diameter measured 59 mm. No angiography was performed to identify endoleaks. On (B)(6) 2013, the aneurysm diameter measured 59 mm. No angiography was performed to identify endoleaks. On (B)(6) 2014, the aneurysm diameter measured 59 mm. No angiography was performed to identify endoleaks.